Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms and the piston rewinds but then stops going forward to meet the reservoir. Customer's blood glucose was 546 mg/dl at the time of incident. Customer was able to prime the device and the alarm was cleared and resolved. Troubleshooting advised that the pump was operating as designed. No further assistance needed.